Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and implant exchange due to concern with textured product.

Event description:
Patient reported right side "rupture" and implant exchange due to concern with "textured" product. Device has been explanted and replaced.

Event description:
Patient reported right side "rupture" and implant exchange due to concern with "textured" product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with stress marks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.